Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A photo of the reported device was returned. Loose IV protectors were confirmed in review of attached customer photos. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Possible root cause for loose IV shields: excessive lubricant on the air knives due to wings stuck in cascade trough which resulted in lubricant on the wing nose. Corrective action: added a pneumatic blow off at station 11 reject station (soltrol cascade machine) to avoid wings being stuck in the cascade trough. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6036774. A sample is not available for evaluation.

Event description:
It was reported that 21 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and pre attached holder were delivered with completely or partially detached IV shields. No injury or medical intervention.